Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, an alert for high out of range hv lead impedance was observed. A connection issue was suspected due to recent device change, however, no further evaluation was performed. The svc coil was programmed off. The patient condition was fine and will be monitored remotely.